Manufacturer narrative:
The customer returned pump for an alleged critical pump error (open book image) alarm and diabetic ketoacidosis (dka)/high bgs on 02-may-2024.critical pump error (open book image) alarm not confirmed during testing. Pump received with flashing white display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to flashing white display. Unable to download history files and traces using thus due to flashing white display. Unable to upload carelink due to flashing white display. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, missing serial number label, missing address end cap label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment.pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, force sensor and lcd flex cable. Moisture damage noted on the motor.using a test pcba 1 and the original pcba 2, the pump had flashing white display. Using a test pcba 2 and the original pcba 1, the pump had flashing white display. Flashing white display was due to corroded electronic assembly. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 02-may-2024 due to flashing white display/download anomaly.unable to perform the history review 1 week prior to the event date 02-may-2024 in the pump history file due to flashing white display/download anomaly. The pump was received with flashing white display.unable to perform the pump passed the functional test due to flashing white display.unable to confirm alleged diabetic ketoacidosis (dka)/high bgs.critical pump error (open book image) alarm not confirmed during testing. Flashing white display was confirmed due to corroded electronic assembly. Unable to download/upload confirmed due to flashing white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis treated with a manual injection/insulin pen, and a critical pump error (open book image). The customer reported a blood glucose value of 280 mg/dl. The troubleshooting was performed, but the issue was unresolved. The event involved product(s) mmt-1712k. No further patient complications were reported. Mmt-1712k was requested and the customer response was that the device would be returned.